Event description:
Pt seen in clinic on (B)(6) 2018 at which time he was admitted due to volume overload and an elevated ldh of 924 with concern for pump thrombus. Ramp echo performed on (B)(6) 2018, unable to close the aov or decompress the lv with vad speed increase up to 10400 rpm, severe ai CT on (B)(6) 2018 showed the inflow cannula was malpositioned, abutting the lv. Ua on (B)(6) 2018 without evidence of hemolysis. Rhc on (B)(6) 2018 revealed an ra of 14, pwp 21 and depressed ci (1.98), no improvement in hemodynamics with vad speed increase. Plasma free hgb 70 on (B)(6) 2018. On (B)(6) 2018, the pt developed dysarthria, aphasia, and right ue weakness, CT negative for acute changes, probable tia cardioembolic in nature. On (B)(6) 2018, ICD fired twice due to afib with rvr that converted to vt. Lidocaine gtt initiated. Pt transferred to ICU on (B)(6) 2018 due to cardiogenic shock, paroxysmal vt and tia. Ldh 988 on (B)(6) 2018. Hemodynamics revealed a ci of 1.62. The pt was taken to the operating room on (B)(6) 2018 for an emergent pump exchange, avr pfo closure, rvad implant with chest open. Taken to the operating room on (B)(6) 2018 for chest closure. The pt is recovering in the cv/cu in critical but stable condition.